Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements greater than 200 ohms. It was determined the configuration was incorrectly programmed to triad with the single coil lead. The configuration was changed and the impedance returned to a normal value. No additional adverse patient effects were reported.